Event description:
It was reported that the ilet touchscreen became unresponsive and the device remained stuck on the cgm graph following unlock, despite a restart via the ilet app and confirmation of current firmware. No reported clinical effects. Outcomes included no impact to health or medical care. Investigation included technical troubleshooting with the user and arrangement for device replacement with instructions for data management and report syncing. Investigation of this case revealed a touchscreen/display malfunction on the primary user interface. It was concluded that the device experienced a hardware-related screen failure, and a replacement was provided.